Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (failure to deliver and stent deformation); patient's condition affected effectiveness of device (lesion morphology) - excessive tortuosity, 90% stenosis; related to operational context - (stent damage resulted from failure to cross and attempts to remove through the vessel and guide catheter.) (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - excessive tortuosity, 90% stenosis; inherent risk of procedure - (failure to deliver and stent deformation); related to operational context - (stent damage resulted from failure to cross and attempts to remove through the vessel and guide catheter.) (B)(4).

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to lesion in rca with 90% stenosis and excessive tortuosity but it could not pass. While removing the device the strut lifted. Patient was treated with another resolute integrity stent. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st and 2nd proximal segments were raised and deformed. Numerous other stent segments were slightly raised and misaligned.